Event description:
It was found that the belt track was loose due to stretching of the belt during use which could effect device engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.